Event description:
It was reported that the patient enrolled in the (B)(4) had a band slippage discovered in 3 years follow-up visit. There was no adverse patient consequence reported. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.